Event description:
The patient reported that (B)(6), she woke up and did not feel well and had nausea. Her blood glucose measured 500 mg/dl. She bolused through the infusion device and her blood glucose continued to increase. She reported being unconscious for approximately 10 minutes. She was then admitted to the hospital because she was unable to lower her blood glucose. She was treated with insulin in the hospital. She reported that no alert or error message was displayed. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in a supplemental report.